Manufacturer narrative:
No motor error alarm or motor position encoder error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high and low blood glucose event. The customer¿s blood glucose level was 366 mg/dl at the time of the incident. The customer stated that the drive support cap was normal /protruded/loose/sticking out and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. Customer had a high blood glucose of 366 mg/dl and low blood glucose of 40 mg/dl. Customer treated for the low and high blood glucose and declined troubleshooting. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.